Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the "patient experienced phrenic nerve stimulation." Also cited, were loss of capture and dislodgement of the left ventricular lead. The lead was programmed off, and the plan is to reposition. No further patient complications were reported as a result of this event.